Event description:
Report from the sales rep indicates 5 episodes of the luer lock on stopcock 'not wanting to stay connected'. No add'l info at this time. Add'l info from the acct indicates 1 connection was so tight it could not be disconnected and one became loosened on a pt and pt bled. New extension set applied. No intervention was required for blood loss or injury was noted.